Manufacturer narrative:
No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of vomiting as follows: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could results from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon replacement: caution: a larger initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Device labeling addresses the reported event of malaise as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient¿s general conduction and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Event description:
Patient reported feeling bad and vomiting. Medication used to treatment event. Device remains implanted.